Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 3 day, intraperitoneal, discontinued), tab fluconazole (unknown, oral, ongoing) and amikacin injection (150mg, once daily, intraperitoneal, discontinued) for peritonitis. It was reported that unspecified antibiotics (route of administration: IV) are ongoing. On an unknown date, the patient recovered from the events. Four days after diagnosis, pd was discontinued and the pd catheter was removed. The patient was switched to hemodialysis (hd). Hd is ongoing. It was reported the retraining on the proper aseptic technique was completed. No additional information is available.